Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (asystole events) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the dn. The pulled cable caused the heat shrink to separate from the pulse wires in the dn, allowing for a short between the pulse wire and the dn pca. The evaluation confirmed that the electrode belt deployed gel from all therapy electrodes. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing false asystole alarms.